Event description:
Event description cpi received information that two bipolar leads (both model 4269) were removed from service. The ventricular lead serial 000148 was exhibiting oversensing and non-capture, also noted was a partial lead fracture. The atrial lead serial 000151 had an insulation break. Both leads were replaced.